Manufacturer narrative:
Patient weight not available. Device remains in patient. This is a final report.

Event description:
A report was received that the patient underwent a pocket revision, due to discomfort with the location of the pocket site. The patient was reportedly doing well after the revision.